Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a seroma and a catheter migration. On (B)(6) 2014, the patient was itching at lumbar surgical site, had puffiness above the incision and slight erythema around the staples. On (B)(6) 2014, the patient had swelling at the superior aspect of the lumbar incision and tenderness. The healthcare professional (hcp) initiated abdominal binder use with gauze placed between binder and lumbar incision for compression. The patient was examined and palpation occurred on (B)(6), and a seroma formation was noted. On (B)(6) 2014, swelling at the pump site was noted. They aspirated 48 ml of yellow-amber colored and turbulent fluid from the pump pocket. Fluoroscopy was also performed and found the tip of the catheter appeared to be right at the insertion site at the l2-3 interspace outside the intrathecal space and possibly outside of the epidural space as well. The aspirated pocket fluid was cultured and were negative for infection. On (B)(6), 2014 the spinal segment of the catheter was replaced and disposed of according to biohazard instructions. It was reported the pump was used to deliver morphine. It was further reported the patient was examined on (B)(6)and the wounds showed no signs of infection or dehiscence. The event resolved without sequela.